Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 32 mg/dl, resulting in a stroke. Cause of low bg level was unknown. Bg was treated via consumption of glucose and an unspecified intravenous treatment. Reportedly, customer left the ER 6 hours later with the issue resolved; however, no information was provided regarding permanent damage as a result of the stroke. System check with tandem technical support confirmed the pump was functioning as intended.